Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging an issue with her onetouch ultra2 meter in that it displayed an ¿apply sample¿ message. The medical surveillance specialist (mss) requested the customer service representative (csr) follow-up with the patient to obtain additional information. The patient was contacted but refused to answer most questions, therefore the complaint was classified based on the initial csr documentation. The patient stated that the alleged meter issue began on (B)(6) 2016 (time not specified) when she was unable to test using the subject device due to obtaining the ¿apply sample¿ meter message. It is unknown how the patient usually manages her diabetes, and it is also unknown if she made any changes to her usual diabetes management routine in response to the alleged issue. During follow-up, the patient stated that she had experienced a seizure due to the issue and received emergency hcp treatment (not specified) and was hospitalized on (B)(6) 2016 at approximately 5pm ¿ 4 days after the alleged issue began. The patient stated that her blood glucose was measured using another device (brand unknown) with a result of 20mg/dl. At the time of troubleshooting, the csr noted that it was the patient¿s first use of the device, their testing process was correct, the correct strips were being used and the strip did completely draw in the blood sample. The csr was unable to resolve the issue with troubleshooting. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.